Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
Boston scientific received information that an alert was detected for a low out of range right atrial (ra) pacing impedance of less than 200 ohms. The most recent ra pacing impedance was in the mid-600 ohms range. It was noted there was an atrial tachy response (atr) event that looked like noise possibly from external electromagnetic interference (emi). There were also true pacemaker mediated tachycardia (pmt) events, so technical services suggested optimizing the post-ventricular atrial refractory period. No further information was provided. At this time, this cardiac resynchronization therapy defibrillator (crt-d) remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed because the device was returned and analyzed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported this cardiac resynchronization therapy defibrillator (crt-d) was explanted for a reason unrelated to this event (normal battery depletion). No adverse patient effects were reported.